Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing undefined issues with the continuous glucose monitor (cgm). There was no reported adverse impact to the customer. Multiple attempts were made to obtain specific information; however, no additional information was provided.